Event description:
New information received noted that an atrial arrhythmia was triggered during the procedure on (B)(6) 2019. The patient was started on a new anticoagulation medication on (B)(6) 2019. Also, the patient received a cardioversion and cardiac ablation procedure on (B)(6) 2019 to treat the atrial fibrillation. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-15024. Manufacturer report number: 2017865-2019-15025. Manufacturer report number: 2017865-2019-15026. It was reported that the patient presented for implant procedure. A ventricular arrhythmia was triggered during the procedure. The arrhythmia was resolved. The full system including the implantable cardiac defibrillator, left ventricular lead, right ventricular lead, and right atrial lead was implanted on (B)(6) 2019. The patient was provided a change in cardiovascular medication. There were no consequences to the patient.